Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was not trained adequately on using the device. It was noted there was a problem with the patient programmer. It was noted the patient was implanted the day prior to report. It was stated the patient wanted to know how to turn the stimulation off because they were going to fly the day after report. It was noted the patient thought it was very hard to hold the antenna over their device while holding the ¿controller.¿ it was noted the patient had bandages present. It was further reported the patient was not able to recharge until the staples were out of their back. It was noted the patient had an appointment scheduled for (B)(6) 2014. It was noted the patient was unable to lay flat so they had to be in a recliner. It was stated when they would lie flat, the stimulation was too strong and the patient was afraid to change the stimulation. It was further reported the patient was fine. It was noted at the post-operative appointment the day prior to report, the patient had great stimulation. It was further reported the patient was educated on how to recharge and they were able to recharge.

Manufacturer narrative:
Product ID: 97740, serial# unknown, product type: programmer. Please note the product ID of the patient programmer has been updated.

Event description:
Additional information received reported that the patient was disappointed she did not learn how to change or adjust stimulation before she went out of town a week after implant. She felt so bad she could hardly get in her car. She could get in with the ¿left bun leg part of body¿ and it was too strong on the right side and her implantable neurostimulator (ins) was ¿overdoing it.¿ it was noted that the implant was on the right side. She also had spinal stenosis lumbar surgery to release bundles of nerves (4 scales) on (B)(6) and when released the nerves the pain was cut in half. A year before she got her stimulator she got joint shots in the spinal cord. A podiatrist came to her house because she could not walk without a walker. She did not take pain medications anymore but her brain felt like it was on pain medications. Her disc bulged out and her spinal cord did not feel any pain and they thought she had multiple sclerosis (ms). When she finally got to the doctor, she was hardly walking. They later did an MRI and saw the spinal cord was squished and when she did the trial she was concerned about the wires going up the spinal cord.

Manufacturer narrative:
Concomitant products: product ID 977a260, lot # va0dta3024, product type lead; product ID 977a260, lot # va0dpz9045, product type lead; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy but they were working with their doctor or medtronic representative. Appointment dates of (B)(6) 2014 with removal of "about 30 staples" and a future appointment of (B)(6) 2014 were reported.